Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton where they were unable to duplicate the reported disappearing image issue. When connected to a test video monitor, the baton would display an image that was stable and clear with good color rendition. Since the customer received a replacement device, the returned video baton was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the reported device will be returned to verathon for evaluation. At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.